Event description:
Patient reported "had heterogeneous glandular and stromal tissue with altered architecture due to previous mammoplasty. Breast implant showing internal rupture with linguine sign in its medial portion, internal rupture of the implant". This record is for the right side. The device remains implanted.

Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: rupture.